Event description:
After 64 months of implantation, this pacemaker was explanted because it was reported that the device would not mode switch and there was no activity with the parameters. In addition, an ECG test was given and it clearly showed that the patient had flutter.